Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device stopped working and froze during an endoscopic retrograde cholangiopancreatography therapeutic procedure involving an olympus video system center. No patient harm was reported.